Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurement was greater than 2,000 ohms. Noise was observed on the rv lead, however, was not recreated with isometric exercises. A revision procedure was performed and it was determined that the rv lead was not fully inserted into the device header. The rv lead was removed and re-inserted, with measurements within acceptable limits. No adverse patient effects were reported during the procedure.